Event description:
It was reported that the patient had complaint of discomfort from the abandoned right ventricular lead under their skin. The physician decided to complete a pocket revision and cut the end of the capped lead, tied if off and abandoned the lead. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 4196, lead, (B)(6) 2011; d204trm, ICD, 2013. (B)(4).